Manufacturer narrative:
(B)(4). Covidien is in the process of obtaining further information surrounding the circumstances of this report. If further information becomes available, a supplemental report will be provided. Lot number was unknown therefore device manufacturing date can not be determined.

Event description:
Covidien received a report a neonate patient was burned on his/her hand by high temperature of the led lights. The surgeon discarded the sensor, so this sample will not be returned.